Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited impedance measurements of greater than 3000 ohms, increased thresholds, possible loss of lv capture, and low level noise with patient isometrics. Technical services (ts) discussed possible troubleshooting and programming options. No adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited impedance measurements of greater than 3000 ohms, increased thresholds, possible loss of lv capture, and low level noise with patient isometrics. Technical services (ts) discussed possible troubleshooting and programming options. No adverse patient effects were reported. The device system remains in service. It was reported that the patient presented to the hospital following a dizzy spell. Upon interrogation of the device, the lead safety switch (lss) feature was noted to have activated due to continued high out of range pacing impedance measurements. The lv lead exhibited no capture at maximum outputs in all but two programmed vectors, and impedance spikes were observed during patient isometrics. It was reported that a chest x-ray had performed previously, however, the results were unknown. The field representative inquired if the system was magnetic resonance imaging (MRI) conditional. Technical services (ts) discussed that it was not. The field representative noted that the physician planned to perform an off-label MRI scan. No adverse patient effects were reported. This device remains in service.